Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who confirmed the alarm occurred after he made the mistake of changing out the cassette and not the bag. The hp confirmed he is aware of proper procedures and has had no further issues with his therapy. The hp further confirmed he is doing just fine with his therapy and no adverse event resulted from this report. An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of the incident not determined; however, use error was identified (the patient replaced the cassette and reused the same supply bags.) The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the homechoice unit during prime. The hp stated he changed the cassette, but not the supply bag. The technical service representative (tsr) explained to the hp that he would need to restart with new supplies. The tsr further explained that he cannot disconnect tubing and reconnect with different supplies. The hp confirmed to restart with all new supplies. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.